Event description:
It was reported that the customer's blood glucose (bg) was recorded as high. Cause was not known. Customer delivered a correction bolus via the pump to resolve bg. Customer declined technical support's offer to perform a pump system check. Customer required no further assistance.